Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2016-device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: during investigation, the keypad complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage and all the keys were responsive. Unrelated to the original complaint, the keypad was removed and there was contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.